Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2: date of death is an estimate. Date of death is unavailable due to hospital policy.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a lesion in the distal right coronary artery (rca). The oad was unable to cross the lesion. This resulted in a dissection in the proximal rca ostium. A stent was placed and the patient was admitted to the intensive care unit (ICU). The patient expired. In the physician's opinion, the failure to cross the lesion was due to patient anatomy, but orbital atherectomy did cause/contribute to the patient death. No other devices were attempted to cross the lesion as the patient developed bradycardia after orbital atherectomy was attempted. The guide catheter was deep seated prior to the oad being used. It was indicated the oad may have contributed to the dissection by putting extra pressure on the catheter while treating with the oad. Angiographic imaging showed a dissection intraprocedure. The dissection was treated with a stent. No vessel preparation was performed prior to oad insertion.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported failure to advance was not confirmed through analysis. The reported patient effects could not be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure to advance and patient effects appears to be related to circumstances of the procedure. There were no abnormalities or damage that would have contributed to the reported complaints. The relationship, if any, between the reported failure to advance and the reported patient effects could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, h2, h3, h6 (codes 4755, 4118, 3233 and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a lesion in the distal right coronary artery (rca). The oad was unable to cross the lesion. This resulted in a dissection in the proximal rca ostium. A stent was placed and the patient was admitted to the intensive care unit (ICU). The patient expired. In the physician's opinion, the failure to cross the lesion was due to patient anatomy, but orbital atherectomy did cause/contribute to the patient death. No other devices were attempted to cross the lesion as the patient developed bradycardia after orbital atherectomy was attempted. The guide catheter was deep seated prior to the oad being used. It was indicated the oad may have contributed to the dissection by putting extra pressure on the catheter while treating with the oad. Angiographic imaging showed a dissection intraprocedure. The dissection was treated with a stent. No vessel preparation was performed prior to oad insertion.